Event description:
Additional information indicates that the thoracic ipg was explanted and replaced on (B)(6) 2023.

Manufacturer narrative:
Section d1 ¿ the brand name should have been proclaim¿ 5 elite implantable pulse generator rather than proclaim¿ 7 elite implantable pulse generator. Section d4: the model number should have been 3660 rather than 3662. Section d4: the serial number should have been (B)(6) rather than (B)(6). Section d4: the lot# should have been a000109005 rather than 5958576. Section d4: the expiration date should have been apr 16, 2023 rather than may 1, 2019. Section d4: the UDI should have been (B)(4) rather than (B)(4). Section d6a: the date of implant should have been on (B)(6) 2021 rather than on (B)(6) 2017. Section h4: the device manufacture date should have been apr 16, 2021 rather than may 1, 2017.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.